Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (item # tsvwb10) assembly was received for investigation. Visual inspection of the as returned product identified minor signs of usage but no evidence of any significant wear, damage, or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the event. The returned product dimensions were measured with digital and found to be within the specifications in the product's engineering drawing. The reported device was located on tooth # 20 and was removed upon placement. Pictures or x-ray images of the implant site were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the there was a slight compression of the lower dental nerve. The product was returned and the reported complaint could not be verified due to the nature of the event and lack of definitive evidence. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional PMA/510(k) number - k011028 / k013227. Summary investigation.

Event description:
It was reported that the implant was compressing the nerve. The implant was consequently removed.